Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two perclose proglide devices are being filed under separate medwatch MFR numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, a cuff miss occurred. Two additional proglides were used with the same results. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device was received deployed without any missing parts. The suture was still loaded within the device with both the anterior and posterior cuffs engaged with their respective needle and blow through marks present on the posterior foot. Further inspection determined the link was pulled from the posterior cuff. The suture was removed from the device without any detected resistance and there was no detected foot or internal component anomaly. The detected link detachment could be viewed in the field as a cuff miss and would result in an inability to deliver the suture. A link detachment may occur if the operator aggressively removes the plunger, deploys the device in a challenging anatomy or from manufacturing issues. During manufacturing, all proglide devices are visually inspected and tested for proper assembly and a sampling of the lot is functionally and destructively tested to assure proper device function. There was no information in the reported event to indicate any user technique issue. However, the patient was reported to have calcified arteries, which likely played a significant role in this case. The proglide instructions for use states that the safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The patient reportedly has a history of prior arteriotomy at the target groin and a device closure was used and has a history of peripheral vascular disease, which also may have played a role in the event by restricting suture delivery but could not be confirmed. Based on the investigation, a probable cause for the reported cuff miss and device condition is related to the operational context in the use of the device. Review of the device lot history record did not reveal any non-conforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a product quality deficiency.